Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for difficulty puncturing and leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection sets with pre-attached holders experienced tubing separation during use. The following information was provided by the initial reporter: they have difficulty doing the puncture, cannot insert the needle, and have blood loss due to the union of the tubular with the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection sets with pre-attached holders experienced tubing separation during use. The following information was provided by the initial reporter: they have difficulty doing the puncture, cannot insert the needle, and have blood loss due to the union of the tubular with the needle.